Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer denied having accessed the bolus screen at the time of these alerts. Additionally, it was reported that the customer received multiple unspecified alarms. Upon unlocking the pump, the customer was unable to confirm the alarm that had occurred. Customer's blood glucose level was 104 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.